Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this left ventricular (lv) lead had dislodged. The dislodgement was verified by x-ray. The associated device was reprogrammed to turn off all lv-related functions. No adverse patient effects were reported. The lead remains implanted.